Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had condensation in the tubing during use and went into stand-by mode. No patient harm or other adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformance's related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm instances of condensation in the logs. After consulting with a service operations specialist, the stm replaced the executive processor board. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had condensation in the tubing during use and went into stand-by mode. It is unknown if there was any patient harm/injury; however there was no adverse event reported.